Event description:
Same case as MDR ID 2134265-2014-08603. It was reported that unstable angina, st wave changes, and stent thrombosis occurred. The patient presented with st elevation myocardial infarction (stemi). The target lesion was located in the left anterior descending artery. A 2.5x38mm and a 2.75x12mm promus premier¿ stents were implanted in the lesion. Approximately 11 hours post procedure, the patient developed unstable angina and st wave changes. It was then noted that there was a thrombosis in the recently implanted stents. The patient was brought back to the cardiac catheterization laboratory. Aspiration thrombectomy and percutaneous transluminal coronary angioplasty were performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).